Manufacturer narrative:
Device is a combination product. Lot number: updated from the reported lot/batch # 0022846735 to the received device with lot/batch # 0021275824. Expiration date - updated from 04/13/2020 to 04/07/2019. Device manufacture date - updated from 10/16/2018 to 10/09/2017. Device evaluated by MFR.: f/g,promus element,mr,ous 2.50x32mm stent delivery system was returned for analysis. Visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and tactile examination of the hypotube found no issues. Visual and tactile examination of the shaft polymer extrusion found no issues. Visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified distal end of left anterior descending artery. Following pre-dilatation with a balloon, a 2.50x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal, it was observed that the stent strut was slightly lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified distal end of left anterior descending artery. Following pre-dilatation with a balloon, a 2.50x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal, it was observed that the stent strut was slightly lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.